Manufacturer narrative:
The lens was returned to b+l. Visual inspection found lens in two pieces and a bent haptic. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7457515) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue based on the current information, the specific root cause of the event could not be determined. According to the surgeon, "diminished surgical visualization during initial surgery secondary to iris hemorrhage" was the likely cause of the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was dislocated approximately 3 weeks post lens implant. The procedure was complicated due to iris hemorrhage. The patient was reported as noticing a decrease in vision. The lens was explanted and exchanged with another model and diopter lens. The surgeon indicated the likely cause of the event was "diminished surgical visualization during initial surgery secondary to iris hemorrhage". The patient's current status is "good prognosis post iol exchange".